Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer had assistance from son who provided carbohydrates to address bg. Customer's son called the ambulance but no treatment was provided only monitored until they were back in range. Recommendation was made to consult with a healthcare provider to discuss diabetes management.